Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a patient death occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician performed a successful transseptal puncture (tsp) using watchman double curve sheath (was). When removing the dilator, it was noted that there was no bleed. The end of the sheath was lifted up and heard a vacuum/sucking sound, quickly placed the dilator back down on the table, lifted end of the sheath up again and heard the same sucking sound again, quickly lowered the sheath down. This is when it was noted air bubbles on the intracardiac echocardiography (ice) images and the patient's heart rated dropped. Transcutaneous pacing was initiated, patient was intubated, fluids given and code started once patient continued to decline. Cath team was called in. The patient was unable to be successfully resuscitated. The code ended and patient pronounced dead approximately at 9:30 am. In the physician opinion, he was uncertain if the patient possibly had a very low or negative left atrium pressure or possibly taking a breath during mac anesthesia causing negative pressure resulting in no bleed-back from the sheath after the dilator was removed. The physicians were certain the sheath/dilator were flushed properly prior to insertion. Sheath was inspected after event and appears to be intact and working properly. The dilator is expected to be returned for analysis. Air entry believed to be at the port of the double curve sheath resulting in air in the left side of the heart. The valve was closed at the end of the sheath. Aspiration from the side port. Fluid and anesthesia support. Air ingress when removed dilator to left side of the heart. Patient status declined, code initiated, then death. Air ingress to left side of heart causing cardiac arrest. No difficulty with the tsp workflow that was apparent during the procedure. The physician did note that the femoral vein anatomy was tortuous but did not appear to have difficulty advancing the sheath. The physician did not mention anything about a defective product or that the sheath or versacross connect was the issue. In the physician opinion, it was more of a low or negative left atrial pressure and the use of mac that may have contributed to the problem.